Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('fallopian tubes - active chronic inflammation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included post coital bleeding, abdominal cramps, dysmenorrhea, uterine bleeding, inflammation nos and adenomyosis. Previously administered products included for an unreported indication: motrin. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (laparotomy resection of bilateral fallopian tubes and total abdominal hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the salpingitis and pelvic pain outcome was unknown. The reporter considered pelvic pain and salpingitis to be related to essure. The reporter commented: essure placement. Single coil deployed in the left ostia, however the right ostia was not visualized. The patient will follow up in two weeks for a reattempt to place in the right tube. Clinical data: segment of right and left fallopian tubes stretch in right: microscopic description: a. Sections of bilateral fallopian tube segments demonstrate a foreign body reaction within the lumina. Along with a mucosal fibroinflammatory reaction. 60th tubes exhibit mild active chronic inflammation extending throughout much of the fallopian tube walls, with a mixture of neutrophils, lymphocytes, eosinophils, and scattered plasma cells. However, no abscess formation is evident. Findings: bilateral essure catheters resected, however bleeding upon resection fragment cornual region of the uterus and tube resulted in extensive bleeding. After multiple attempts of multiple suture material, bleeding was difficult. (Per mr). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: study documented bilateral essure stent tubal occlusion. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pif received. Event pelvic pain and reporters information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('fallopian tubes - active chronic inflammation') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included post coital bleeding, abdominal cramps, dysmenorrhea, uterine bleeding, inflammation nos and adenomyosis. Previously administered products included for an unreported indication: motrin. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparotomy resection of bilateral fallopian tubes and total abdominal hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the salpingitis outcome was unknown. The reporter considered salpingitis to be related to essure. The reporter commented: essure placement. Single coil deployed in the left ostia, however the right ostia was not visualized. The patient will follow up in two weeks for a reattempt to place in the right tube. Clinical data: segment of right and left fallopian tubes stretch in right: microscopic description: sections of bilateral fallopian tube segments demonstrate a foreign body reaction within the lumina. Along with a mucosal fibroinflammatory reaction. 60th tubes exhibit mild active chronic inflammation extending throughout much of the fallopian tube walls, with a mixture of neutrophlls, lymphocytes, eosincphils, and scattered plasma cells. However, no abscess formation is evident. Findings: bilateral essure catheters resected, however bleeding upon resection fragment cornual region of the uterus and tube resulted in extensive bleeding. After multiple attempts of multiple suture material, bleeding was difficult. (Per mr). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: study documented bilateral essure stent tubal occlusion. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of salpingitis ('fallopian tubes active chronic inflammation'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: post coital bleeding, abdominal cramps, dysmenorrhea, uterine bleeding, inflammation nos and adenomyosis. Previously administered products included, for an unreported indication: motrin. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (laparotomy resection of bilateral fallopian tubes and total abdominal hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the salpingitis and pelvic pain outcome was unknown. The reporter considered pelvic pain and salpingitis to be related to essure. The reporter commented: essure placement, single coil deployed in the left ostia. However, the right ostia was not visualized. The patient will follow up in (B)(6) weeks for a reattempt to place in the right tube. Clinical data: segment of right and left fallopian tubes stretch in right. Microscopic description: a sections of bilateral fallopian tube segments demonstrate a foreign body reaction within the lumina. Along with a mucosal fibroinflammatory reaction. 60th tubes exhibit mild active chronic inflammation extending, throughout much of the fallopian tube walls. With a mixture of neutrophils, lymphocytes, eosincphils, and scattered plasma cells. However, no abscess formation is evident; findings: bilateral essure catheters resected. However, bleeding upon resection fragment cornual region of the uterus and tube resulted in extensive bleeding. After multiple attempts of multiple suture material, bleeding was difficult. (Per mr). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2010, study documented bilateral essure stent tubal occlusion. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: salpingitis. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2020, quality safety evaluation of ptc (product technical complaint). Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.